Event description:
The customer reported that the central station did not alarm for spo2. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the central station did not alarm for spo2. The device was in use on a patient. There was no report of patient or user harm. Results of functional testing indicated the lower and upper spo2 alarm limits were set as usual. Audit logs have been analyzed with no determination from the logs. Test run and test alarms were carried out onsite. Based on the information available and the testing conducted we were unable to replicate the reported problem and no abnormalities found onsite. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.